Manufacturer narrative:
Continuation of d10: product ID 8731sc serial# (B)(6) implanted: (B)(6) 2008 product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8731sc, serial/lot #: (B)(6), ubd: 20-mar-2010, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the healthcare provider via a company representative regarding a patient receiving dilaudid 3530 mcg/ml at 1997 mcg/day, baclofen 1770 mcg/ml at 1001 mcg/day and bupivacaine 11 mg/ml at 6.225 mg/day via an implantable pump. It was reported that a dye study was performed on (B)(6) 2026. They were unable to successfully aspirate from the catheter. Dye was pushed through the catheter and was seen to be pooling around catheter connector. A catheter revision was to be scheduled. There were no environmental, external or patient factors that may have led or contributed to the issue. The issue was not resolved at the time of the report, and it was noted that the healthcare provider would not have any further information regarding the event.